Manufacturer narrative:
Evaluation summary: cap is scrapped. Correction information d9: device available for evaluation g6: follow up #1 h2: type of follow up h3: device evaluated h6: coding changed based on the investigation result

Event description:
The body's own material in the event of a relapse from the bile duct blocks the dec's alberan lever, which blocks / breaks. Fragments cannot be recovered. Therefore, a risk to the patient cannot be ruled out. To our regret, the damaged top cap was removed postoperatively. We asked for further details! 2021-09-29: we get a "shere mail" from the complainant: the patient did not have to have an operation. The patient is fine. The defective cap was discarded. This event occurred at the time of during use.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.